Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous left ventricular (lv) lead were exhibiting lv pacing impedance measurements of greater than 2,000 ohms. All other lead measurements were reportedly normal and stable. No adverse patient effects were reported as a result of this observation. Both products have been implanted for approximately 4 months. The boston scientific technical services department advised that since all other lv lead measurements were normal, the physician may want to reprogram the lv pacing configuration. The lv pacing configuration was reprogrammed, resulting in an lv impedance measurement of 1,198 ohms. According to the available information, this device and lv lead remain implanted and in service. This event will be updated if any additional information becomes available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the memory was performed and found that the right ventricular and left ventricular lead measurements were high but not out of range. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.